Event description:
The customer reported that there was a lost sensor alert. The blood glucose reading was 205 mg/dl. After troubleshooting, it was found that the sensor may not be working. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings. Also found canula bent unable to confirm cust received sensor damage due to cust returned opened/used. Unable to performed insertion test. Sensorneedle separated from sensor.